Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal and was in a lot of pain. On (B)(6) 2011, the patient underwent a pump refill. The actual residual volume (17 ml) was greater than the expected volume (2 ml). A dye study was performed; aspiration occurred "with resistance." A roller study showed that the rollers were turning. The plan was to perform another dye study to confirm the issue was probably due to the catheter. The type, dose and concentration of pump medication was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implanted: 2010-(B)(6) explanted: 2011-(B)(6) product typ catheter product ID 8709sc lot# (B)(4) implanted: 2011-(B)(6) explanted partially: 2012-(B)(6) product typ catheter product ID 8590-1 lot# n242537 serial# implanted: 2010-(B)(6) explanted: 2011-(B)(6) product typ accessory. (B)(4).

Event description:
The patient had complained to her physician that she was not getting good pain relief. She previously underwent catheter revision in (B)(6) 2011. At a refill appointment in (B)(6), 2012 the patient was informed that the residual pump volume was 40ml. The patient was hospitalized; a rotor study was performed and no rotor movement was observed. It was later determined that the physician did not program the correct volume to obtain adequate rotor movement. The rotor study was later repeated in the operating room by another physician and this time a 60-degree movement of the rotor was observed. The event logs revealed no abnormal activity. The spinal segment of the catheter appeared intact under fluoroscopy though upon opening the pocket, the pump segment of the catheter was observed to be twisted slightly behind the pump, and was broken from the spinal segment. The spinal segment was replaced and disposed of. Following replacement it was possible to easily aspirate cerebrospinal fluid from the catheter access port. No physical complications with the revision were noted. The pump was then programmed to deliver dilaudid 30mg/ml, 1mg/day simple continuous.

Event description:
It was reported there was a volume discrepancy that started in (B)(6) 2011. On (B)(6) 2011 hcp did analysis and determined that the catheter was malfunctioning. A catheter revision was done (B)(6) 2011. The patient recovered fine and was receiving therapy. The patient was seen in (B)(6) and reported that the pump was mobile and flopping around. A catheter revision was performed in (B)(6) 2012. A pump pocket revision was performed to secure the pump. No replacement of the pump or catheter was performed. It was indicated that the patient was receiving therapy. In early (B)(6), hcp reported the patient experienced intermittent withdrawal and pain relief since the catheter revision. Caller stated, the patient was on oral medication and had been using them during this time. They checked for volume discrepancy. The actual residual volume of 19ml was greater than the expected residual volume of 2.3ml. Hcp reported that they checked the logs and no stalls were noted. Hcp was planning to perform a dye study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731sc, lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Product type programmer, physician.